Manufacturer narrative:
Patient information is unknown. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Suspect camera returned for analysis: as reported, the camera powered up with the amber fault light on. The ndi toolbox indicated a hardware fault. The sensor voltage measured higher than normal. Unit has a hardware fault due to a shorted out component on the main board. The camera was replaced on the system and resolved the issue.

Manufacturer narrative:
Patient information provided.

Event description:
A medtronic representative reported that she was setting up for a cranial surgery when the navigation system camera displayed a steady amber fault light. She rebooted system twice and checked the camera cable connections with no resolution to issue. The ndi utility toolbox displayed "sensor hardware fault" message. Surgery canceled due to camera being non-functional. There was no impact on the patient outcome reported due to this incident.